Event description:
Customer reported having an accuracy issue with their freestyle meter. Precision testing was performed with the freestyle meter at the time of the intitial call in order to troubleshoot the meter. Results were 8.4. Mmol/l and 10.6 mmol/l. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.